Manufacturer narrative:
Received unit with blank display due to moisture damage on electronic assembly; motor assembly was found with traces of moisture. It was not possible to perform a displacement test due to blank display. Unit had cracked reservoir tube lip and minor scratch lcd window. (B)(4)

Event description:
Customer reported via phone call to have a blank screen display. Customer reported that insulin pump was exposed to moisture from water activities with children. It was also reported that there was fluid under display screen. Customer's blood glucose was 205 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.